Manufacturer narrative:
Updated device evaluation completed on february 22, 2021. During a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak test was performed, according with mentor procedures, and a tear was observed at the union between shell and patch, located at the anterior view. Microscopic examination was performed, and the cause of the rupture could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent an unknown breast surgery with a mentor cpx 4ce med height te 450cc, breast tissue expander experienced defective device post procedure. As a result, the expander was removed and an unknown implant was placed. At the time of this report, mentor has received no information regarding explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that unintentionally missed e1 initial reporter name and last name on initial submission. Please see in this report. On (B)(6) 2020 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 17 2020: during a visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak test was performed, according with mentor procedures, and a tear was observed at the union between shell and patch , located at the anterior view. Microscopic examination was performed, and the cause of the rupture could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 10, 2021 additional information received indicated that the device was deflated post procedure. Manufacturer¿s reference number: (B)(4).